Event description:
Reference MFR. Report number: 1627487-2019-05366.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-05366. It was reported that stimulation on the leads was reducing on its own on all the programs. As a result, surgery may be pending to address the issue.

Event description:
Reference MFR. Report number: 1627487-2019-05366. Additional information received that patient underwent surgical intervention where in only one lead was explanted and replaced, issue resolved post -operatively. Therapy restored.